Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital on (B)(6)2010 after a syncopal episode due to sudden loss of capture. Ventricular capture threshold was 3.0v at 1.0ms and lead impedance had increased compared to previous follow-ups. On (B)(6)2010, the lead was capped and replaced.